Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg)replacement due to an unknown reason. The patient was doing well post operatively and the explanted device was not returned as it was kept by the medical facility. No further information has been obtained despite good faith efforts.